Manufacturer narrative:
The device was returned for investigation. The smiths label is intact, and the device was found in good condition. There was no evidence of the reported problem in the event log. A functional test was performed, and the reported failure was not replicated. The root cause of the event cannot be established. The downstream occlusion sensor will be replaced as a preventative measure. A manufacturing DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Event description:
It was reported that the device double beeps with no cassette during testing. No patient injury was reported.